Manufacturer narrative:
The sample was returned and visual examination showed that the shape returned unit had been altered using the stylet wire. The stylet wire was removed and inflation/deflation testing was successful. There was no fault found with the device. The probable root cause is that the cuff test was carried out when the shape of the tube was incorrectly altered with the stylet wire. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that when it is necessary to add a more pronounced curvature on the tubes, as required during a difficult intubation with the glidescope, the tracheal balloon does not deflate completely. The curvature of the tube as well as the material used for the balloon causes a negative pressure to be created in the balloon, causing the collapse of the balloon wall on the orifice used to inflate and deflate it. Thus, the balloon can not deflate completely. No patient info available.